Event description:
This notification was opened for review due to an allegation the device was alarming for a service required alarm condition. There was no harm or injury reported. The device was returned to a third-party service center for evaluation and the customer's complaint was confirmed. A service required alarm indicating a failure of the device's oxygen blending module was observed. The oxygen blending module board needs to be replaced to address the issue as re-calibration did not correct the issue. There were no error logs available for review. Additionally, during the evaluation the front, rear and bottom enclosures were found to be physically damaged. The obm gasket, blower bellows and whisper cap were found to be contaminated and need to be replaced. The device's rubber feet were missing. These issues would not affect the device's ability to deliver therapy as designed.